Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the proximal left anterior descending artery with moderate tortuosity, heavy calcification, and 99 % stenosis. An unspecified guide wire was advanced to the target lesion. A 2.0x12mm rx mini trek balloon dilatation catheter (bdc) was prepped and soaked outside of the patient anatomy, advanced without resistance and inflated; however, the balloon ruptured during the first inflation at 6 atmospheres. The bdc was removed from the patients anatomy without any resistance and a nc trek bdc was used to further dilate the lesion. The procedure was completed after a xience alpine stent was implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide catheter: hyperion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.